Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed at the fantail and small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a severed electrode wires at the fantail and small tubing. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The scanning electron microscopy (sem) analysis revealed damage to the parylene coating on electrodes. The device passed the electrical tests performed. The device passed the mechanical tests. It is believed that the paralyne wire insulation damage found on the electrode wires are the source of the shorts reported. The damage found on some electrodes are consistent with the electrodes identified with the shorts prior to explanation. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. Programming adjustments were made, however, the issue did not resolve. During the programming session it was noted that the device had shorted electrodes. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.